Event description:
The customer's wife stated that the customer was treated by the paramedics for blood glucose levels below 50 mg/dl. The wife stated that she had made a change to the basal rates without first checking with the customer's doctor. Advised to always check with the doctor prior to making changes to the settings. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.